Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ with lidocaine into the malar area and juvéderm® volbella¿ with lidocaine into the nasojugal sulcus. About a year and a half later, patient had a dental procedure and then 3 days later had nodules in the injected areas. Patient was treated with 2 doses of hyaluronidase and a double antibiotic regimen of amoxicillin and clavulanate 500mg for 15 days and clindamycin 300mgs for 7 days. Following the injection of hyaluronidase, patient had prompt improvement of about 60% and a week later about 90% less inflammation and redness. Event still ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma¿.